Event description:
During baxter's functionality testing of a spectrum pump, it displayed the door not fully latched message. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to door not fully latched messages which were experienced during functionality testing. The door was found to be hard to secure close. The door not fully latched alarm was caused by the door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.